Event description:
It was reported that the customer received a minimum fill notification. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.